Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient data reported. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty removing two screws by the reported screwdriver shaft. The screwdriver shaft did not hold the screws well. Therefore, the surgeon had to cut the patient¿s bone around the screws to remove them. Eventually, the screws were removed. There was no delay in the surgery. This report is 1 of 2 for (B)(4).